Manufacturer narrative:
Continuation of medical device: dtba1d1 crt-d implanted (B)(6) 2015. The manufacturing date and use before date could not be located in the manu facturing database.

Event description:
It was reported that detection was suspended during a non-wireless telemetry session with the cardiac resynchronization therapy defibrillator (crt-d) and the programmer when it should not have been suspended. The device remains in use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.